Event description:
The manufacturer was contacted in reference to a thermal malfunction of a ds2adv auto CPAP device. The manufacturer received information alleging overheating and electrical burning odor. Is all the patient described. There was not reported harm or serious injury. No medical intervention was specified by the patient. The manufacture's investigation is ongoing. A follow up report will be submitted when the manufacture's investigation is complete.

Manufacturer narrative:
In this previous report the device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and identified evidence of a thermal event, as the main pca was burnt. Additional findings included a damaged pca with burn marks and corrosion, a modem with burned components, and a blower with functional failure. Contamination was also observed in the blower box, blower outlet seal, iso port, and inlet/outlet seals. The reusable pollen filter also required service. The customer¿s complaint was reproduced. The manufacturer received new and relevant information on 03/12/2026: the ds2adv auto CPAP was forwarded to pil (product investigation laboratory) for investigation. The initial allegation stated that the device was overheating, shutting down and had a high temperature odor. During the investigation, pil used good known power supply and ac power cord with the ds2adv auto CPAP device, tried to power it on and observed no air flow. Therapy was initiated and airflow was verified. The heated tube was warm and functioned properly. No odor was observed. Pil conducted both external and internal inspections of the device and observed the following things: iso (international organization for standardization) port had white dust-like contamination in it, iso (international organization for standardization) port had potential mineral deposits in it indicating possible water ingress, iso (international organization for standardization) port deformed from possible thermal event, heater plate had dust-like contamination on it, inlet/outlet seal had white dust-like contamination on it, possible thermal events across the back of the pca (printed circuit assembly) at q3, potential mineral deposits on top of pca (printed circuit assembly) indicate possible water was on the pca, ui (user interface) panel discolored underneath from possible thermal event, dust-like contamination on the blower motor, dust-like contamination at the air inlet of the blower box, dust-like contamination in the blower box, potential mineral deposits on and inside the blower motor indicate possible water ingress, dust-like contamination in the bottom enclosure, dust-like contamination on the heater plate spring and on the bottom enclosure under the heater plate spring, missing the water tank. Additionally, the service engineer identified unrelated error codes. These error codes are consistent with normal device operation and expected use conditions and are not considered reportable under medical device reporting requirements. No evidence was identified to suggest that these error codes contributed to or caused the reported event. Lastly, the pil was unable to confirm the complaint and states unit was overheating and had high temperature odor. In this report box h has been updated/ corrected.

Manufacturer narrative:
The manufacturer was previously contacted in reference to a thermal malfunction of a ds2adv auto CPAP device. The manufacturer received information alleging overheating and electrical burning odor. There was no reported harm or serious injury. No medical intervention was specified by the patient. The manufacture received new and relevant information on 05/21/2025, the device was returned to the third-party service center for evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and identified evidence of a thermal event, as the main pca was burnt. Additional findings included a damaged pca with burn marks and corrosion, a modem with burned components, and a blower with functional failure. Contamination was also observed in the blower box, blower outlet seal, iso port, and inlet/outlet seals. The reusable pollen filter also required service. The customer¿s complaint was reproduced. The third-party service center was unable to complete the investigation, and the device will be forwarded to the manufacturer product investigation laboratory (pil) and investigated further. In this report, box d, g, h has been updated/corrected.